Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. (B)(4).

Event description:
The customer reported there is no image on the left monitor. No patient injury was reported.